Event description:
It was reported that: is experiencing pain on the side of her right hip. Pt is also experiencing pain in her groin area and on her thigh area. Pt is reporting that she does not see any swelling on her hip that is noticeable. Pt also states that the pain has been present since surgery. Pt states that she has a prescription for the blood work but has not made an appointment yet.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.